Manufacturer narrative:
Evaluation result code c070603 captures the investigation analysis of the tip was damaged and had broken off from the device. Investigation results the returned orise proknife was analyzed, and a visual evaluation found that the tip was damaged and had broken off from the device. In addition, a kink on the working length of the catheter was observed and procedural residue was noticed on the distal tip. No other problems were noted. Product analysis identified that the tip was damaged and had broken off from the device. It was reported that the insertion and removal of the electrode tip did not go smoothly during use. Extensive use of the device and other procedural factors, such as power settings for the electrode, handling, and/or tortuous anatomy, may have resulted in electrode tip damage. Therefore, based on all available information and analysis of the returned device, the most probable cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in the rectum during an endoscopic submucosal dissection (esd) procedure performed on (B)(6)2022. During the procedure, the insertion and removal of the electrode tip did not go smoothly. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of electrode detachment.